Manufacturer narrative:
A company service rep examined the system. The system was recalibrated and prevented maintenance was performed. The system was then tested and met all product specifications. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). A customer reported receiving a system message during system startup. The system was restarted, but the message persisted. The system was switched out and the cases were completed. There was a 10 minute delay. There was no pt harm or canceled cases.